Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer got a stuck button alarm. The customer stated there was no issue with the sensors, and the customer had to remove them due to a pump failure. The customer reported no adverse event. The event involved product(s) mmt-1884, and mmt-7040ma. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the keypad anomaly, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 return requested. The customer agreed to return the device. No product return is required for mmt-7040ma.

Manufacturer narrative:
The pump passed the self test, active current measurements and sleep current measurements. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 12-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 21:11:33.000, (B)(6) 2025 21:14:15.000, (B)(6) 2025 21:15:12.000, (B)(6) 2025 21:15:14.000, (B)(6) 2025 21:16:12.000, (B)(6) 2025 21:16:14.000 (B)(6) 2025 21:17:11.000, (B)(6) 2025 21:17:13.000, (B)(6) 2025 21:17:15.000, (B)(6) 2025 21:18:12.000, (B)(6) 2025 21:18:14.000, (B)(6) 2025 21:19:13.000, (B)(6) 2025 21:19:15.000, (B)(6) 2025 21:20:30.000, (B)(6) 2025 21:20:32.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 21:15:11.000, (B)(6) 2025 21:15:13.000, (B)(6) 2025 21:16:11.000, (B)(6) 2025 21:16:13.000, (B)(6) 2025 21:17:10.000, (B)(6) 2025 21:17:12.000, (B)(6) 2025 21:17:14.000, (B)(6) 2025 21:18:11.000, (B)(6) 2025 21:18:13.000, (B)(6) 2025 21:19:12.000, (B)(6) 2025 21:19:14.000, (B)(6) 2025 21:20:29.000, (B)(6) 2025 21:20:31.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. No unexpected failed battery alert/battery failed alarm noted during testing. Pump error 61 alarm (stuck key alarm) was found on: (B)(6) 2025 21:10:10.000, (B)(6) 2025 21:20:00.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. No corrosion or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. Pump error 61 alarm (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. However, pump error 61 alarm (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.